Event description:
The pt was pre-medicated with atropine 0.5 mg prior to pre-dilatation. Following stent deployment the pt became acutely hypotensive. An additional 0.5 mg of atropine was given for mild bradycardia with a heart rate of 60 beats/minute. Fluid boluses were given and the pt remained hypotensive. The pt now had slurred speech and it was noted that he was not able to move his left arm and his left leg was weak. Continuous IV fluid boluses were given. The blood pressure remained low and a dopamine bolus was given and a dopamine IV infusion was initiated. The pt's blood pressure began to rise. The pt was now able to move his left leg normally; however, his speech remained slurred and he continued not to be able to move his left arm. The pt was awake and alert. There was no evidence of thrombus in the stent and there was free flow beyond the distal embolic protection device. However, there was significant spasm in the ica at the site of the distal protection device. Once the blood pressure was stabilized the spasm was successfully treated with 100 mcg of ntg infused into the ica. The stent was then post-dilated. The pt continued to have slurred speech and an inability to move the left arm. Upon removal there was no thrombus or debris in the distal protection device. Angiogram films showed a patent ica, patent mca and aca. There was no evidence of distal embolization; therefore, aspiration and/or lytic therapy were not considered necessary. The pt was started on eptifibatide and dopamine was changed to phenylephrine. The site reported a 0% final residual stenosis. A CT of the head without contrast was performed in 2008. The impression was: no acute intracranial process. A MRI without contrast and an intracranial mra were performed on the day after the procedure. The impression was: right temporoparietal and frontal lobe stroke involving the motor strip. Left frontal stroke, involving the motor strip. No large vessel occlusion. The examination was limited by motion artifact. There was notation of minimal hemorrhagic transformation present in the right frontal temporal area. Pre-procedure the nih stroke scale score was 0 and the rankin score was 0. There was a notation that the pt had residual numbness on the left side of the face since prior neck surgery. Three days post-procedure on the nih stroke scale score was 6 due to minor facial paralysis, no movement in the left arm and mild dysarthria. The rankin score was 4. Approx a month post index procedure a 30-day follow-up was performed and the nih stroke scale score was 1 and the rankin score was 2. The pt was initially enrolled in a study in 2008 with a lesion at the ostium of the right internal carotid artery. The lesion had 80% stenosis and was moderately tortuous and 25mm in length. The vessel was 6.0mm in diameter. The lesion was pre-dilated and a precise stent was implanted without any complications. This is one of two products involved with this adverse event in which associated MFR report number is 9616099-2008-02636. Additional info will be submitted upon 30 days of receipt.